Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 6 false positive sars-cov-2 results and 2 false positive flu a and flu b results on the alinity m resp-4-plex assay. The suspected samples with discrepant results were re-tested on the genexpert system and the results were negative. There has been no report of impact on the patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The discrepant results were reported as positive for the sars-cov-2 target by the customer. The curves were reviewed for the sars-cov-2 targets and do not appear abnormal. The sensitivity for the sars-cov-2 target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Due to the lack of information on the flu a and flu b discrepant results, probable causes and/or additional technical input cannot be provided. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 526393. A product deficiency could not be identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 was not identified.